Manufacturer narrative:
D6a:unknown. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a 13.2mm vticm5_13.2 implantable collmer lens of -13.50/1.5/091 (sphere/cylinder/axis) will be explanted and replaced with a shorter length lens. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.